Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the audible alert tones triggered due to emi (electromagnetic interference) from a magnet near the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard alert tones from their device. The alert tone was similar to the tone heard when placing the programmer head over the device; however, the patient indicated that there were no magnets in the vicinity when their device toned. Review of performance data indicated two inappropriate tones that seemed to correspond to magnets in the proximity. The patient was instructed to check for magnets if they heard the tone again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.